Event description:
It was reported that the customer was having issues with the sensor glucose levels reading being different from the blood glucose levels reading. The customer also reported that the insulin pump alarmed low predict. The customer reported that the insulin pump alarmed low predict after receiving a sensor glucose reading of 89 mg/dl when her actual blood glucose level was 47 mg/dl. The customer also received a lost sensor alert. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Reference manufacturer report number: 2032227-2015-10056.